Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. However the manufacturer has investigated this issue and microscopic evalution revealed indentation on the membrane of the administration indicating that the ball was posistioned too high in the slot. The ball and slot were measured and both were found to be in nominal specification. The following corrective actions have been implemented: 1) all assemblers were notified of this issue and were retrained on the importance of the ball in the assembly. 2) the assembly process has been changed to add a slide activation, or cycling to ensure the ball moves with the slide. 3) post activation , the assembly is inspected to ensure the ball is present.

Event description:
Hosp advised that during an inspection of their inventory a set was missing the metal ball in the accuslide. The set was not used on a pt.